Event description:
Subsequent to the initial MDR, additional information became available. It was reported that a signal loss occurred. The wearable was inserted on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient had signal loss occurring 3 plus hours on multiple devices. The patient uses insulet omnipod5 and was reportedly unable/unwilling to answer if it was in modified closed loop. The patient said that he "kept losing the signal and replacing it and losing it about six times and blood sugar dropped to 40 md/dl and he was rushed to the hospital. The patient said that he was not feeling well so went to sleep a little earlier than usual on tuesday night (B)(6) 2025. He woke up the following wednesday morning ((B)(6) 2025) at 6:30am not feeling good either so stayed in bed and must have passed out because the next thing he remembers is the paramedics along with the senior home nurse in his apartment at about 11am on thursday, (B)(6) 2025. His bg was taken and read 40. He was admitted to the hospital from thursday (B)(6) thru saturday (B)(6). He was discharged saturday afternoon on (B)(6). Reversal of hypoglycemic shock was not described. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause was the transmitter and app were unable to establish a connection. No additional event or patient information is available.

Manufacturer narrative:
B5 describe event or problem - additional. H2: correction/additional information. H6: medical device problem code - correction. H6: investigation findings - correction. H6: investigation conclusion - correction.

Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a signal loss occurred. The wearable was inserted on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient had signal loss occurring 3 plus hours on multiple devices. The patient uses insulet omnipod5 and was reportedly unable/unwilling to answer if it was in modified closed loop. The patient said that he "kept losing the signal and replacing it and losing it about six times and blood sugar dropped to 40 md/dl and he was rushed to the hospital. The patient said that he was not feeling well so went to sleep a little earlier than usual on tuesday night (B)(6) 2025. He woke up the following wednesday morning (B)(6) 2025) at 6:30am not feeling good either so stayed in bed or must have passed out because the next thing he remembers is the paramedics along with the senior home nurse in his apartment at about 11am on thursday, (B)(6) 2025. His bg was taken and read 40. He was admitted to the hospital from thursday (B)(6) thru saturday (B)(6). He was discharged saturday afternoon on (B)(6) 2025. Reversal of hypoglycemic shock was not described. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.